Event description:
It was reported that the micro sagittal saw was overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
The device was not returned for failure analysis; it is not possible to determine the cause of the reported event without an eval of the device.